Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of the 5f sim 2 100cm tempo diagnostic contrast catheter cracked. The procedure was completed by changing to another one. There were no reports of patient injury. A contralateral approach was not used. The target site had moderate calcification, no tortuosity, 75% stenosis, no acute angle, and no bifurcation. The access site had no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. The device was not pulled from the packaging by the hub, nor was it torqued or steered by the hub. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging. The issue was found inside the patient. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the hub of the 5f sim 2 100cm tempo diagnostic contrast catheter cracked. The procedure was completed by changing to another one. There were no reports of patient injury. A contralateral approach was not used. The target site had moderate calcification, no tortuosity, 75% stenosis, no acute angle, and no bifurcation. The access site had no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. The device was not pulled from the packaging by the hub, nor was it torqued or steered by the hub. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging. The issue was found inside the patient. One non-sterile ¿cath tempo aqua 5f sim 2 100cm¿ unit was received for analysis. During visual inspection, no apparent damages, leaks or cracks were observed on the hub or the body of the catheter. Dimensional analysis was performed by measuring the thread outer diameter and were found to be within specification. The catheter was flushed and revealed a crack and a leak on the hub. For microscopic analysis, an amplified image of the hub was taken with a vision system. Additionally, the crack found during the functional analysis was reviewed and the crack was seen at the top of the hub. Sem analysis was performed on the cracked condition, which presented evidence of fatigue striations and plastic deformation. The fatigue striations and plastic deformations found on the material is commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the plastic material was induced to a tensile force that exceeded the hub component material yield strength prior to the damage. The reported 'luer hub-cracked,' was confirmed during product analysis., where evidence of a crack was found. Additionally, the catheter was flushed, and a leak was discovered in the hub of the returned device. The fatigue striations and plastic deformation, which are commonly associated with material separations due to tensile overload. Therefore, it is assumed that the plastic material was subjected to tensile forces exceeding the material's yield strength prior to the cracking. The exact source of the excessive tensile force cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the product analysis and information available for review, there is no evidence that could be found to suggest the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 114/c13, 3251/ c070602. C: 4315/d15.